Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, oversensing was noted on the right ventricular (rv) lead. Upon interrogation, it was stated that the oversensing appeared to be noise consistent with fracture. Externalized conductors were noted on the right ventricular lead via fluoroscopy. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of insulation abrasion, noise and lead fracture was not confirmed. A connector segment of a partial lead measuring 15.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The reported event of insulation abrasion and noise were confirmed while lead fracture was not confirmed. Two additional segments of the partial lead were returned for analysis. The connector portion measuring 15.7cm, middle piece measuring 18.0cm and the distal piece measuring 39.3cm. Visual examination revealed internal insulation abrasion breaching ring electrode cable lumen was noted at 15.2 to 16.1cm from the distal tip. Ring electrode electrode cables etfe coating was intact and the inner coil was not exposed in this abraded region. Internal insulation abrasion was also noted at 9.0 to 11.1cm from the distal tip. The ring electrode cable etfe coating was abraded and the inner coil was not exposed in this region.

Manufacturer narrative:
Corrected manufacture date in follow up report.